Event description:
Patient arrested at work where witnesses say it appeared that device delivered therapy. Patient reportedly in vf when paramedics arrived. Externally defibrillated to sinus rhythm but patient was in emd and expired. Interrogation of device at funeral home indicated 6 therapies delivered with impedance > 200 ohms and 22 j delivered.